Event description:
A doctor's office alleged that four (4) patients had experienced the presence of black specks within their sonicfill restorations after light curing the composite. This is the first of four (4) reports.

Manufacturer narrative:
Specific patient information with regard to gender, age and weight was not provided. The doctor drilled out the composite and repeated the procedure during the same office visit. To date, the patient is doing fine. The product involved in the alleged incident was not returned; therefore, a retained sample from the same lot was evaluated, yielding results within specifications. A DHR review indicated that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.